Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states they are getting a 7 flash on joystick and chair will not turn off.